Event description:
It was reported that the tip of the catheter was fractured. The stenosed target lesion was located in the left anterior descending artery. An opticross ic was introduced and during the procedure, it was noted that the tip of the catheter was fractured. The physician was able to completely remove the device by simply pulling it out. The procedure was completed with another of the same device. No patient complications were reported and patient was stable.

Event description:
It was reported that the tip of the catheter was fractured. The stenosed target lesion was located in the left anterior descending artery. An opticross ic was introduced and during the procedure, it was noted that the tip of the catheter was fractured. The physician was able to completely remove the device by simply pulling it out. The procedure was completed with another of the same device. No patient complications were reported and patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Upon visual inspection, no issues or detached were found, the device appears to be in good conditions. There are no abnormalities were found in the distal tip assembly. The distal tip and guidewire exit port did not present any visual damage. It was noted that the catheter flushed normally and no leaks were found to along the device.